Event description:
It was reported that during an unknown procedure, the device; stuck during firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device deliver any staples or a cut line before it became stuck? If yes, was the staple line and cut line equal in length? Was the reported ecr45w cartridge used with either the reported sc45a or the pse45a device at the time of the issue? The analysis found that one pse45a device was returned in good visual condition and with one ecr45g cartridge loaded on the device. The reload was received fully fired. Upon evaluation of the reload it was noted to have the cartridge body and alignment stop tabs damaged. It is possible that the tabs were damaged due to an improper loading or removal technique. Please note that to insert a new reload, slide it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no partial fire was noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.